Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary. A follow up will be sent once the quality investigation has been completed.

Event description:
It was reported that the system 6 sagittal saw continues running after the triggers are released. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, run-on, was duplicated; it was confirmed that the device ran on its own by the service technician through functional evaluation.

Event description:
It was reported that the system 6 sagittal saw continues running after the triggers are released. There was no patient involvement and no adverse consequences associated with the device.